Event description:
It was reported that the non-patient end of the bd nano¿ 2nd gen pen needle was difficult to detach from the pen. The following information was provided by the initial reporter: "consumer reported finding the non patient end hard to remove from pen.".

Manufacturer narrative:
No samples including photos were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to the batch being unknown, no DHR review can be completed.

Event description:
It was reported that the non-patient end of the bd nano¿ 2nd gen pen needle was difficult to detach from the pen. The following information was provided by the initial reporter: "consumer reported finding the non patient end hard to remove from pen."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.